Event description:
It was reported, that non-sustained and non-sustained rv over-sensing episodes were noted, on remote interrogations demonstrating rv lead noise causing pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable pre, during and post procedure.